Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: the black box shows no evidence of short battery life, one ¿cs128¿ alarm occurring due a discharged replace battery use recorded post multiple unexpected por events is observed on (B)(6) 2016. The battery compartment is cracked 2 separate cracks above the grip pad and one crack below the grip pad. Returned battery cap threads are stripped, the battery cap was unable to fit to maintain electrical connection, reboots occurred. Test battery cap was able to fit to maintain electrical connection. ¿ez-prime¿ steps were performed correctly; all currents draws are within specifications. Unable to duplicate ¿short battery life ¿complaint. Moisture corrosion was found in the battery canister. A leak test failed due a battery compartment leak. The pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.